Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). The patient¿s treating vns therapy physician indicated that there were no known events of trauma or patient manipulation that were believed to have caused the event. The patient later underwent generator and lead replacement. The explanting facility indicated that due to the risk management policy, the explanted devices are not allowed to be returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.